Manufacturer narrative:
(B)(4). Initial submitted on (B)(6) 2021 with MFR number 3004753838-2021-296360 , re submitted supplemental 001 with 3004753838-2021-296360 on oct 07 2022 and failed due to initial report is missing error. Submitted initial MDR report with MFR number 3004753838-2021-298343 and resubmitted follow up 001 report with new MFR number. Describe event or problem - additional. Device availability- additional. Date received by manufacturer - additional. Follow-up number - additional. Type of event - additional. If follow-up, reportable what type - additional. Device evaluated by manufacturer - additional. Event problem and evaluation method codes - additional.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was and passed.  Exterior physical visual inspection: was performed and passed.  Voltage measurement was performed and failed. Device log downloaded: na. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.